Event description:
Hub breaks on syringe: "introducer hub broke-noted when attaching delivery system. The entire system was removed and replaced to complete filter deployment to the targeted location."